Manufacturer narrative:
On (B)(6) 2017 a new implant was installed in position 15 and an implant was also installed in position 14. According to the customer the patient is doing fine. The event is due to a surgical planning mistake and is not product related. However, because a serious injury resulted, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
The customer installed an astra tech implant system tx implant in position 15 on (B)(6) 2017. The implant accidentally came into contact with the root of the neighboring tooth 14. On (B)(6) 2017 the implant was removed and subsequently tooth 14 was extracted.